Event description:
Pt reported they awoke from pd cycler treatment at 4:00am to find fluid leaking from 2nd pre-filled connection. Pt instructed to discontinued treatment and come to clinic. Given vancomycin 2gm intraperitoneally. Pt reported to clinic the next day with complaint of cloudy fluid, abdominal pain. Specimens sent for cell count, culture and sensitivity. Pt started on tobramycin ip per orders.